Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the flickering of the front panel occurred due to a faulty mesh turret. The main lamp did not light up due to a faulty ignitor, and the lamp lighting failure likely occurred due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of indicators on the front panel were flickering was confirmed due to defective mesh turret, and the allegation of ¿spare lamp lighted¿ was not confirmed. The following findings were also noted during device evaluation: the spare lamp didn't light due to faulty power unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the visera pro xenon light source panel blinks and the standby light is on. The issue was identified during preparation for use for a hysteroscopy. The patient was not under anesthesia and there was no delay. There were no reports of patient harm associated with this event.